Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler was noisy. The noise occurred in an unknown drain cycle of dialysis and sounded like grinding noise like a "tractor". The noise has been occurring for an unknown time, and no details provided. Another issue was that the cycler had a blank screen. The issue occurred 3 times on the power-up screen. The patient was not connected during the incident. Technical support representative issued a replacement cycler and advised to discontinue the use of the current cycler. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal damage on the backlight was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found thermal damage back light on the front panel display. A known good front panel display was installed, and the display became operational. The cycler underwent and passed a touchscreen test and a tech pumps test. Additionally, an accelerated stress test (ast) simulated treatment was performed and encountered a stalling and grinding motor pump a. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Visual inspection of the lead screw revealed a degraded condition of the grease. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be thermal damage on the screen backlight.